Event description:
It was reported that a request was made to have data from this pacemaker analyzed, as the device was displaying a 300% battery consumption associated with the estimated longevity. Data analysis confirmed that the power consumption had been increasing over the past year and was expected to continue to increase. Technical services recommended a device replacement, however the device remains in-service at this time. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced without sequela due to premature battery depletion. The device was received at the manufacturer for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the essentio pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that a request was made to have data from this pacemaker analyzed, as the device was displaying a 300% battery consumption associated with the estimated longevity. Data analysis confirmed that the power consumption had been increasing over the past year and was expected to continue to increase. Technical services recommended a device replacement, however the device remains in-service at this time. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced without sequela due to premature battery depletion. The device was received at the manufacturer for analysis.

Event description:
It was reported that a request was made to have data from this pacemaker analyzed, as the device was displaying a 300% battery consumption associated with the estimated longevity. Data analysis confirmed that the power consumption had been increasing over the past year and was expected to continue to increase. Technical services recommended a device replacement, however the device remains in-service at this time. No adverse patient effects were reported.